Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he had issues with the infusion sets. Customer's blood glucose level was over 300 and 400 mg/dl. The insulin pump alarmed insulin flow blocked. The alarm was resolved with an infusion set change. The device was not returned.